Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device no longer inflating. Fluid loss was noted. The device was removed and replaced. There were no patient complications.